Event description:
Customer received a result of 24.3 mmol/l on the mobile system and a result of 7.7 mmol/l on the aviva nano system. The next day the customer received a result of 21.9 mmol/l on the mobile system and a result of 7.7 mmol/l on the aviva nano system. Customer treated himself based on the readings obtained with the aviva nano. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.